Event description:
Customer reported that battery charge dropped by 25% in a short period of time, but this did not result in a shutdown. There was no adverse impact to customer¿s blood glucose level. Customer was advised on battery best practices and planned to update pump software while monitoring system for any recurring issues.